Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a ablation procedure. During the procedure after around 40 minutes to map the right ventricle, the physician realized that the tubing of the catheter was fractured. The catheter was exchanged with a new intellanav mifi oi to successfully complete the procedure. No patient complications were reported.